Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a patient. The event may have occurred in february as the customer stated that this patient was bleeding in the operating room, and there was impact to patient care as the patient was over transfused but later stated there was no impact to patient care. The facility stated that there was a difference of 5 units between I-stat and lab hgb but actual results were not provided. There was no patient information, nor were results available at the time of this report. The site also states that the patient would have been transfused on either result (I-stat or lab) but they would have transfused less blood if they had the lab hgb result prior to the I-stat hgb result. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. There were numerous attempts (10) made by apoc to obtain information but to no avail. The reporting decision was based on very limited information available that suggests the product was not performing within the variability of the assay. However, this is not confirmed at this time. The investigation is underway.

Manufacturer narrative:
(B)(4). The investigation was completed on 05/03/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Due to the expiry date of the cartridge lot retain testing could not be performed. Retain cartridge test results from a previous incident met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1- product complaint level 2 and level 3 investigation procedure. No deficiency identified.